Event description:
It was reported that during a general surgical procedure, the device sounded like it fired but all staples did not form properly. A second device was opened and the procedure was completed. The consequence to the pt is unknown.